Manufacturer narrative:
(B)(4). The following additional information was requested and obtained: where was the drain originally placed? Intraperitoneal. How long was the drain placed? About 1 week. How much fluid was draining while the drain was placed? No further information is available. Was any deficiency or anomaly noted with the drain prior to or during insertion. No further information is available. Did the drain function properly upon activation? No further information is available. Does the surgeon believe there was any deficiency in the drain? The surgeon concluded that the blood vessel was pulled with the drain and damaged when the drain was removed. How was the bleeding stopped? No further information is available. What is physician¿s opinion as to the etiology of or contributing factors to this event? See above. Patient current condition the patient was discharged from the hospital as of (B)(6). Bleeding was observed from the lower abdominal wall artery. The amount of bleeding was about 1,000 ml. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a total hysterectomy on (B)(6) 2019 and a drain was used.. After removing the drain, bleeding occurred. On (B)(6), after stopping negative pressure, the drain was removed from the patient. On (B)(6), the patient complaint of unusual feeling on the abdomen with sense of abdomen distension. Then when checking the patient, bleeding from the lower abdominal wall artery was noticed. It was confirmed that 1,000ml of blood from the lower abdominal wall artery had been accumulated in the abdominal cavity. The surgical wound was reopened, and bleeding was stopped. The position of bleeding was the part where the drain had been placed. The patient was discharged from the hospital. The surgeon believes that the blood vessel was pulled with the drain and damaged when the drain was removed. The lot number is unknown. Further details are not provided. No sample will be returned. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 9/8/2020. Correction: d2, d2b, g1, g2, g5.